Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was established that when the event occurred, the surgical light did not meet their specifications due to fixation screws holding the device main tube being broken and, in this way, contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, there were no serious injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is very low. A root cause analysis was performed by subject matter experts, and it was established that in case of loosening of screws, the probable cause of loosening corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations (spare parts list hanalux 2000 56320302, pages 28, 31, 32). In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube (spare parts list hanalux 2000 56320302, pages 28, 31, 32). In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - hanaulux 2004. As it was stated, upon the device inspection two out of the six fixation screws holding the device main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.